Event description:
Reportedly, during a follow-up, the device was interrogated and it was found in standby mode. The message "do you want to reset?" Was displayed; after validation, the message "telemetry error" was displayed and it was impossible to interrogate. This was repeated two times on (B)(6) with two different programmers. The physician decided to explant the subject pacemaker that will be returned for analysis.

Manufacturer narrative:
(B)(6) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.